Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged, discrepant results compared repeat tests. Results as follows: date: (B) (6) 2010; inratio test 1: 7.5; inratio test 2: 3.8; inratio test 3: 6.5.